Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that there was noise on the right ventricular lead. Programming changes were made to decrease sensitivity. The lead impedance and capture were good. The patient was stable.